Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the eval.

Event description:
A report was received that stated during pt use, the right side of the device flange broke, which allegedly caused stress to the left side of the device flange and caused it too to break. The damage to the flange occurred after 1 month of use. The tracheostomy tube was replaced. No adverse effects to pt were reported.